Event description:
Philips received a complaint from the customer about the v60 indicating that when a medical engineer (me) tried to reset alarm log, the touch panel did not respond properly. They reported that the device was able to continue to be used until disconnected from a patient. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. No medical intervention provided to the patient nor a delay was noted. The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported problem. The pse attempted to calibrate the touchscreen and it did not resolve the issue. The touchscreen will need to be replaced. The pse replaced the touchscreen to resolve the reported issue. The device passed the required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E1: (B)(6).

Manufacturer narrative:
The removed touchscreen was returned to the product investigation lab (pi). The field investigation technician installed the touchscreen into a pi ventilator to duplicate the reported issue. Visual inspection of the touchscreen revealed no evidence of damage or contamination. The touchscreen was tested, the failure was confirmed. Pil found that this touchscreen fails all diagnostics testing and resistance measurements which are out of specification. In addition, the touchscreen could not be recalibrated with the use of the touchscreen calibration tool noted in the diagnostics portion of the software.